Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018206 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-000 / lot 1018206, test base part number190-430 / lot 1018206. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot lot 1018206 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, as the test times were not provided and the logfiles could not be reviewed.

Manufacturer narrative:
Reference manufacturer's report numbers: 1221359-2021-01891, 1221359-2021-01892, 1221359-2021-01893, 1221359-2021- 01894, 1221359-2021-01896. Establishment address: (B)(6). Establishment telephone number: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported six (6) conflicting results with the ID now covid-19 assay. This report address patient five (5) of six (6). The customer reported a false positive result performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was performed on (B)(6) 2021 with the ID now and generated negative results. The customer stated the patient asymptomatic . No additional patient information, including treatment and outcome, was provided.